Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the pink slide is in the viewing window. Omnipod dash insulin management system ¿ user guide: model: 18320, 18296-eng-aw rev b 06/18. Introduction/page xii: warning: rapid-acting u-100 insulin: the omnipod dash¿ system is designed to use rapid-acting u-100 insulin. The following u-100 rapid-acting insulin analogs have been tested and found to be safe for use in the pod: novolog®, humalog®, or apidra®. Novolog and humalog are compatible with the omnipod dash¿ system for use up to 72 hours (3 days). Apidra is compatible with the omnipod dash¿ system for use up to 48 hours (2 days). Before using a different insulin with the omnipod dash¿ system, check the insulin drug label and consult your healthcare provider. Refer to the insulin labeling and follow your healthcare provider¿s directions for how often to replace the pod.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 388 mg/dl while wearing the pod between 4 and 24 hours. After realizing elevated bg levels, patient found pink slide had not moved forward as intended; this is indicative of a needle mechanism failure. Additional method of treatment was not provided. The patient's blood glucose and insulin history are as follows: time: 10:57pm, bg(mg/dl): 191, bolus(u): 1:23am, 200; 4:41am, 219; 5:47am, 231, yes; 7:16am, 300; 7:42am, 336; 8:12am, 388; 11:01am, 355.